Event description:
It was reported that a user replaced their ilet pump and experienced persistent hyperglycemia despite connecting the new pump hours before contacting support; tubing patency was confirmed by drop test, and an infusion set change was advised out of precaution, while a g7 cgm pairing issue initially occurred but was resolved during the call. Customer care provided technical troubleshooting and patient education conducted remotely. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with potential contributing factors including conservative pump behavior during initial operation and a recent carbohydrate intake. No symptoms associated with elevated blood glucose values in the 315 to 273 mg/dl range reported. Outcomes included user self-management at home without medical intervention or hospitalization. It was concluded that the event involved hyperglycemia of undetermined cause, and the device and cgm functioned after troubleshooting with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.